Event description:
Per gynocologist notes: patient was taken to the operating suite. She was placed under general anesthesia. She was positioned in allen stirrups. The vagina and perineum were prepped with betadine and draped in the usual sterile fashion. The weighted speculum and a sims retractor achieved cervical visualization. The cervix was grasped with a single-tooth tenaculum and the cavity sounded to 11 cm. It was noted to be retroverted retroflexed. Hegar dilators achieved endocervical dilatation to #7. The novasure device was inserted. However, it seemed that it could not deploy appropriately to achieve radiofrequency ablation. After several failed efforts, the novasure approach was abandoned. There was no backup method available to complete the endometrial ablation. A diagnostic hysteroscopy was performed. It was noncontributory. No unusual findings were noted. Procedure was called to conclusion. The next step would be to recommend a robotic laparoscopic hysterectomy. The patient was cleaned and repositioned supine. The counts were correct. She was transferred to recovery in stable condition. Surgical pause per universal protocol.